Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Follow-up # 1 date of submission 04/10/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2015 with the following findings: a review of the pump¿s black box history showed that power reboots had occurred. The battery compartment was found to be intact; no damage was observed. The returned battery cap was able to be secured to the pump and was able to maintain an electrical connection with the pump. The battery cap contact height and width measurements were found to be within the required specifications. The battery cap was unscrewed half a turn with no power reboots occurring. The pump was exercised for 24 hours with no power reboots occurring. The pump case was removed and no damage was found to the power circuit. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.